Event description:
It is reported that the patient was revised due to severe consequences resulting from a nickel and potassium dichromate allergy.

Manufacturer narrative:
Evaluation summary: it is unknown how or if the other product listed in the complaint was used with the zimmer herbert screw. The herbert screw listed in the complaint is made of titanium alloy so it is very unlikely that the patient had an allergic reaction to the screws. There is not enough information available to provide a thorough review of the alleged device deficiency. Evaluation codes. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.